Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins was received with the end of service (eos) bit set and the battery voltage low at 2.255 volts. A "voltage too low" power on reset (por) had also occurred. After resetting the eos bit, the ins had good telemetry and good stable output. A longevity estimate was performed that indicated a longevity of 31.6 months to elective replacement indicator (eri) and 34.6 months to eos. This was based on the parameter history for the active group a shown on the initial review printout taken from the returned ins. The default impedance of 1000 ohms was used on the left side for two active electrodes and an impedance of 670 ohms was used for the right side based on three active electrodes (1/rgroup = 1/2000 + 1/2000 +1/2000). According to the trace report taken from the ins, the battery depleted to eri in 30.5 months and eos in 35.2 months. This indicates that the ins reached a normal eos condition. According to the trace report it was shown that the eri bit was set 4.7 months prior to the eos bit being set. Eri was set on (B)(6) 2014 and eos was set on (B)(6) 2014. It was confirmed with a patient programmer that eri could be read from the ins when it had been set.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a ¿return of symptoms¿ at an ¿unknown location¿ at the time of the event. The patient ¿had to come in for emergency surgery due to end of service (eos)¿ showing up on their implantable neurostimulator (ins). The patient had reportedly not received an elective replacement indicator (eri) message. The patient¿s healthcare provider (hcp) ¿did not expect the ins to die in such a short period of time.¿ it was stated the ins had experienced ¿premature¿ battery depletion. The ins was replaced as a result of the event. It was noted the patient¿s had a group stimulation setting, but did not use it. The patient was alive with no injury at the time of report. Additional information was requested, but remained unavailable at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.